Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spontaneous catheter dislodgement on (B)(6) 2026 prior to the start of surgery, a cuff check was performed; finding no issues, the device was used on the patient. Upon the conclusion of the surgery specifically during the transfer of the patient from the operating table to the ward bed the catheter was inadvertently removed while its cuff was in a deflated state. The issue was discovered during the verification of lines and tubes performed during the patient transfer. When the cuff of the catheter in question was inflated with air to simulate the event, it was observed that all the air had leaked out of the cuff after 30 minutes.